Manufacturer narrative:
The reported events were clavicle crush and ¿fell into the right ventricle¿. As received, a complete lead was returned in two pieces. The reported event of clavicle crush was not confirmed. Visual and x-ray examinations found that all five filars of the outer coil were fractured at the proximal region of the lead. Sem analysis confirmed that the outer coil was fractured consistent with fatigue fracture.

Event description:
It was reported during in clinci follow-up that the inactive right ventricular lead broke due to clavicular crush and the portion of the lead detached into the right ventricle. The lead was successfully explanted. The patient was stable and asymptomatic.